Event description:
Once I had my mentor silicone implants put in I started feeling sick right away. Breast implant illness, burning chest, severe joint pain, chronic fatigue hair loss, dry flaky skin, ibs muscle and bone pain, severe inflammation, depression, anxiety heart palpitations, back pain, fibromyalgia, damaged nails, dry eyes, premature aging, food intolerances, cognitive dysfunction, weight gain, low libido, temperature intolerances, fuzzy eyesight, night sweats, rashes, tingling, numbness in arms and legs, frequent urination, etc.